Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial#: (B)(6)), product type: 0201-programmer patient, implant date n/a, explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, they were having problems with the controller. Patient said, last night the controller came up with a red triangle and said, software problem: 1-intellis, 2-3.6, 3-243, 4-qf_port. Agent walked patient through resetting the controller and patient confirmed, the message was cleared. Patient then unlocked controller and reported controller 100%, implant less than 100%. Patient mentioned, the screen showed group c, but they were on a before. Patient mentioned, they had been having a lot of problems with this thing. Patient changed to group a. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified the report of having a lot of problems with things as, that when they tried to charge the device, the screen turned white and they could not get it to go back to normal. The cause of settings changing was not known.